Event description:
Reporter alleged the inform system contacts numbered 3 (three), 9 (nine), 11 (eleven), and 13 (thirteen) positioned from the left to the right of the system facing up were green and black. Reporter stated the system would not download as well. No actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.